Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle. The needle is bent. The actuator is in its post t2 deployment position indicating multiple trigger advancements. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the second anchor could not deploy. The firing pin was faulty. The pin couldn¿t withdraw enough to engage second anchor. Backup device was available to complete the procedure. No significant delay was reported and no patient injuries were reported.